Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿surface roughness¿ with a potential root cause of "surface irregularities as a result of manufacture or processing". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Non-clinical testing demonstrated that these foley catheters with temperature sensors are mr conditional. A patient with one of these devices can be scanned safely immediately after placement under the following conditions: static magnetic field of 3-tesla or less with regard to magnetic field interactions. Spatial gradient magnetic field of 720-gauss/cm or less with regard to magnetic field interactions. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning."

Event description:
It was reported that a scratch like splinter was found on the shaft after 1 day of use.